Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the patient had a heart valve replaced and the surgical site became infected. The infection then spread to the patient's knee and is now currently waiting for knee replacement. There were no additional adverse patient effects reported. The pacemaker was explanted.